Event description:
A customer reported the tip of a vitrectomy probe broke in the patient's eye during a vitrectomy procedure. The tip fragment was treated as a foreign body in the eye. It was removed using forceps. The procedure was delayed but it could be finally completed with no patient harm. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Manufacturer narrative:
Evaluation summary: one 23ga probe was returned for a broken tip during surgery. For this complaint file, the final customer lot was identified. For this final lot, two component probe lots were used to make up the final lot. A device history record review for the lots was conducted. No anomalies were found during the device history record reviews. The product was released based on the product¿s acceptance criteria. The sample was visually inspected using 25x magnification and found to be visually nonconforming. The tip of the probe was broken off. The probe was disassembled and the components inspected. There was approximately 90-120 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There were light wear marks at the cutter edge of the inner cutter. The complaint evaluation did confirm the probe had a broken tip. The root cause for this broken tip appears to be from excessive use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and the vitrectomy probe is intended for one procedure only. It appears that the probe was functioning properly for approximately 90 minutes before the probe tip head broke.